Event description:
The facility nurse reported that a home pt (hp) had completed a routine change of a min-cap transfer set in 2008, and the nurse noted the twist clamp was leaking (lot# unk) resulting in a diagnosis of peritonitis. The nurse stated that the peritonitis was diagnosed at about 15 days later. The pt was not hospitalized, however, he experienced cloudy effluent and abdominal pain. The effluent was cultured on the day it was diagnosed, and the bacterial organism found was staphylococcus epidermidis. A gram stain was taken and was negative. Vancomycin 1 gm/every 5 days intra-peritoneal (ip) was ordered. The nurse indicated she thought the root cause of the peritonitis was the leaking twist clamp found on initial date. No samples for this reported event are available for eval. The pt outcome is good and antibiotic therapy will be completed soon. Additionally, the pt returned to the clinic five days post-cultured, and about five days later with leaking transfer sets. No pt injury occurred on these dates. The transfer set was changed. Add'l complaints have been opened for the added leaking sets.

Manufacturer narrative:
The sample was discarded and the lot number for this event is unk.